Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the interface box for the navigation system displayed an error and would not operate as designed. The surgeon opted to complete the procedure without the use of the navigation system. It was reported that an incision had been made when the site elected to continue the procedure without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction: the axiem box was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. The em interface showed a fault on coil 3. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a reported delay to the procedure of twenty minutes due to this issue.